Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). A device history record review was performed for the subject device lot number 8393040. Manufacturing location: synthes (B)(4). Date of manufacture: may 3, 2013. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is undergoing investigation. The results of the investigation are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during revision surgery on (B)(6) 2016, when the surgeon was drilling a pilot hole for a proximal variable angle screw, the 2.0mm drill bit broke in the patient's bone. The surgeon was able to retrieve the fragment. It was further reported that the surgeon was preparing to use a variable angle locking compression plate (va-lcp) olecranon plate for treatment of a proximal ulna fracture during this surgery. It was also reported that this was an explant surgery but the need for device explant/revision was not provided. There was a five (5) minute surgical delay due to the reported event. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed for the subject device (2.0mm drill bit with depth mark/qc/140mm, part number 323.062, lot number 8393040). The subject device was returned for investigation. Upon visual inspection of the complaint device it can be seen that the tip of the instrument is broken off as mentioned in the complaint description. Further investigation under the microscope has shown, that the drill bit is badly damaged, for explanation of the seen damage: the tip center is round/dull and not sharp anymore. The cutting edges at the tip are round/dull/worn and not sharp anymore. The back and front edge of the margin are badly worn and not sharp anymore, also they have on both side dents over the whole length (the damage on the back side is coming from drilling backwards). To measure at the broken position isn't possible due to the damage. Unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that wear and tear from often use over the years (as the instrument is over 3.5 years old) led to this damage. To prevent such problems, it is necessary to operate according to the IFU synthes cutting tools technique guide. Inspect reusable cutting tools for blunt or damaged teeth using a magnifying glass (minimum enlargement 1:10) after each use and replace if necessary and reusable cutting tools may be reprocessed several times. However, cutting tools are frequently exposed to high mechanical loads and shocks during use and should not be expected to last indefinitely. No product fault could be detected. No corrective action required. No manufacturing related issue was identified and/or confirmed. Corrected data: (B)(4) reported in error. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.